Event description:
Patient reported since recovery post implant on (B)(6) 2023, they had been having abdominal pain. They stated that while in recovery, they were screaming in pain as a result. They were on one oxycodone every 8 hours. On (B)(6) 2023, they felt jolts of electricity in the left side of their lower back near the implant site, but they confirmed that the ins had not been turned on yet. They also described hypersensitivity around their stomach area since the implant. They explained their 6-lb kitten had gently placed their paw on their stomach and it made them jump. They also couldn't put underwear on because the pressure was so bad on their stomach. They contacted their doctor who told them to go to the emergency room (ER). A CT scan was performed and found nothing. The pt tried calling a manufacturer representative (rep), but hadn't heard back from them. The pt was redirected to see their doctor; follow up appointment was scheduled for (B)(6) 2023. An email was sent to the rep to make them aware of the patient's co mplaint. The rep later reported the pt had been experiencing new pain since post-op and the issue was not resolved yet. They noted the pt was "discharged from the ER on (B)(6) 2023", but also reported the pt was hospitalized. Follow up will be sent to the rep for clarification.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep on (B)(6) 2023. The rep confirmed they were first made aware of this event on (B)(6) 2023 by the physician's medical assistant. The rep confirmed there was no report of (serious) injury nor had the cause been identified as of (B)(6) 2023. The rep confirmed the pt had not been admitted to the hospital, so the report of hospitalization was an error. After the doctor's appointment on (B)(6) 2023, the rep reported no further diagnostics/troubleshooting were performed nor planned. The doctor indicated to the pt that they believed the abdominal pain was due to implanting the paddle in an area where the epidural space was narrow and had caused additional pressure causing temporary radiculopathy and subsequent abdominal pain. The pt stated as of (B)(6) 2023, their abdominal pain had decreased; it had not completely resolved, but was much better than before. The rep asked the pt about the report of shocking/jolting sensations, the pt told the rep they never felt shoc king/jolting sensations; only pain had been felt. ***MDR decision corrected to not reportable. No additional supplemental reports are required unless additional information received indicates a reportable event***

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803. H6: note that the h.6. Codes have been updated to reflect the new information medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.